Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the jaws of a vessel sealer extend instrument did not open when inserted into the patient. The user completed the procedure with a back up instrument. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument jaws were not attached to tissue when the issue occurred. The instrument did not work at all.

Manufacturer narrative:
The vessel sealer extend instrument was analyzed and was found to have a dislodged backend pulley at the proximal end housing. This condition resulted in a rattling noise within the housing, as the pulley had detached from its original position and was loosely inside. As a result, both the grip and wrist cables became loose, leading to improper jaw function. During testing, the jaws failed to open. The instrument was found to have loose grip cable and snake wrist cable in the proximal end. The cables are loosely placed around the clamping pulleys. This caused the jaws not to open during testing. This is caused by the dislodged back-end pulley. The instrument exhibited imprecise motion during gripping and un-gripping. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The jaws failed to open due to a dislodged back-end pulley and the resulting loose wrist and grip cables at the proximal end. The probable root cause is attributed to the dislodged back-end pulley.

Event description:
Refer to h11 for follow-up information.